Manufacturer narrative:
Product event summary: it was reported that the patient experienced several critical battery and power disconnect alarms. One controller and four batteries were not returned for evaluation. A review of the controller's and batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported event could not be confirmed because controller log files were not available for analysis and the devices were not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery and power disconnect alarms can be attributed to communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2015-05-31. UDI #: n/a. Mfg date: 2014-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2014-09-30. UDI #: n/a. Mfg date: 2013-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2015-01-31. UDI #: n/a. Mfg date: 2014-01-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2015-01-31. UDI #: n/a. Mfg date: 2014-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several critical battery and power disconnect alarms during the day. The controller and four batteries were replace. No patient complications have been reported as a result of this event.